Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Broken needle was returned lodged in right jaw of suturing device. Needle was broken at a loading slot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication. The jaws of the suturing device locked on the stomach of the patient. The jaws of the device could not be opened. In order to remove the stuck device, the stomach was pierced which caused tissue damage and resulted in the stomach being sutured. Surgical time was extended by 30 minutes or more due to the product problem. To complete the procedure, the surgeon utilized manual suturing.